Event description:
A medtronic representative received a report from a site central processing representative, of an open spine clamp with a stripped screw. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement spine clamp shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds the adjustment screw is not stripped as reported. Rather, the retainer ring at the tip of the screw has been stretched, due to over tightening, allowing play in the travel of the clamp. There are tool marks around the head of the adjustment screw. Also, the clamp face is slightly bent to one side. Mechanical failure, misuse, directly caused the event.